Event description:
This case was initially received via regulatory authority (B)(6) on 28-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), haemorrhagic anaemia ("hemorrhages which caused recurring anemia"), ventricular tachycardia ("atypical intranodal ventricular tachycardia") and brain neoplasm ("tumor on brain stem") in a female patient who had essure (ess205) (batch no. 509796) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual periods"), dysmenorrhoea ("painful menstrual periods"), haemorrhagic anaemia (seriousness criteria disability and medically significant), fatigue ("constant and chronic tiredness"), arthralgia ("variable pain in elbows, fingers, knees, wrists and ankles joints"), back pain ("lumbar pain"), paraesthesia ("very acute prick sensation on left side"), headache ("headaches"), dermatitis allergic ("allergies on skin") with pruritus, face oedema and urticaria, tinnitus ("ringing in the ears"), insomnia ("insomnia"), ventricular tachycardia (seriousness criterion medically significant), brain neoplasm (seriousness criterion medically significant) with hydrocephalus and allergy to metals ("she is allergic to nickel and silver"). Essure (ess205) treatment was not changed. At the time of the report, the abdominal pain, menstruation irregular, dysmenorrhoea, fatigue, arthralgia, back pain, paraesthesia, headache, dermatitis allergic, tinnitus, insomnia, ventricular tachycardia and brain neoplasm outcome was unknown and the haemorrhagic anaemia and allergy to metals had not resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, brain neoplasm, dermatitis allergic, dysmenorrhoea, fatigue, haemorrhagic anaemia, headache, insomnia, menstruation irregular, paraesthesia, tinnitus and ventricular tachycardia to be related to essure (ess205). The reporter commented: variable pain in elbows, fingers, knees, wrists and ankles joints, which even have been confused with fibromyalgia by her primary care physician, which has been treated unsuccessfully. On unspecified date she underwent surgery due to atypical intranodal ventricular tachycardia and due to a tumor on brain stem which caused her hydrocephalia (which she cannot medically associate to essure, although she has her suspicions). Patient is currently included in waiting list for fallopian tubes removal, and also uterus if it gets complicated due to secondary effects caused by essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic to nickel and silver. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 05-mar-2018 for the following meddra preferred term: abdominal pain the analysis in the global safety database revealed 1.978 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: ps/az/44008) on 28-feb-2018. The most recent information was received on 16-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), haemorrhagic anaemia ("hemorrhages which caused recurring anemia"), ventricular tachycardia ("atypical intranodal ventricular tachycardia") and brain neoplasm ("tumor on brain stem") in a female patient who had essure (ess205) (batch no. 509796) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstrual periods"), dysmenorrhoea ("painful menstrual periods"), haemorrhagic anaemia (seriousness criteria disability and medically significant), fatigue ("constant and chronic tiredness"), arthralgia ("variable pain in elbows, fingers, knees, wrists and ankles joints"), back pain ("lumbar pain"), hemiparaesthesia ("very acute prick sensation on left side"), headache ("headaches"), dermatitis allergic ("allergies on skin") with pruritus, face oedema and urticaria, tinnitus ("ringing in the ears"), insomnia ("insomnia"), ventricular tachycardia (seriousness criterion medically significant), brain neoplasm (seriousness criterion medically significant) with hydrocephalus and allergy to metals ("she is allergic to nickel and silver"). Essure (ess205) treatment was not changed. At the time of the report, the abdominal pain, menstruation irregular, dysmenorrhoea, fatigue, arthralgia, back pain, hemiparaesthesia, headache, dermatitis allergic, tinnitus, insomnia, ventricular tachycardia and brain neoplasm outcome was unknown and the haemorrhagic anaemia and allergy to metals had not resolved. The reporter considered abdominal pain, allergy to metals, arthralgia, back pain, brain neoplasm, dermatitis allergic, dysmenorrhoea, fatigue, haemorrhagic anaemia, headache, hemiparaesthesia, insomnia, menstruation irregular, tinnitus and ventricular tachycardia to be related to essure (ess205). The reporter commented: variable pain in elbows, fingers, knees, wrists and ankles joints, which even have been confused with fibromyalgia by her primary care physician, which has been treated unsuccessfully. On unspecified date she underwent surgery due to atypical intranodal ventricular tachycardia and due to a tumor on brain stem which caused her hydrocephalia (which she cannot medically associate to essure, although she has her suspicions). Patient is currently included in waiting list for fallopian tubes removal, and also uterus if it gets complicated due to secondary effects caused by essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: allergic to nickel and silver. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: andominal pain the analysis in the global safety database revealed 2.006 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.